Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the placement of the ex-plate, the driver tip broke off inside the screw. The driver tip could not be removed from the screw and remains in the patient. There were no adverse patient consequences. This report is related to report number 3025141-2022-00203 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was examined under magnification. Under magnification, the batch number of the 1.5mm hex driver tip, locking groove (80-0728) was confirmed as 372139. This batch of this product has a stick fit feature on the driver tip. The screw used with the driver during this event was not returned. The overall length of the driver tip was measured to approximate how much material had broken off of the tip and estimate the location of the fracture. The driver measured 2.704 inches in length, indicating that approximately 0.046 inches had broken off the tip of the driver. Torsional and oblique fracture patterns were identified at the hex tip. A torsional fracture pattern potentially indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern potentially indicates some side loading (bending), away from the driver's central axis. However, due to unknown procedural conditions, the root cause could not be determined.